Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-06356. It was reported that rotawire detachment occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified right coronary artery. A 330cm rotawire and a 1.25mm rotalink plus were selected for use. During the procedure, a non-bsc guidewire were advance into the target lesion through a non-bsc microcatheter. The rotawire then replaced the non-bsc guidewire and a 1.25mm rotalink burr was introduced to treat the target lesion and ablation was performed 5 times with the 1st pass at 217,000 in 14 seconds; 2nd pass at 220,000 in 18 seconds; 3rd pass at 216,000 in 13 seconds; 4th pass at 213,000 in 16 seconds and the 5th pass at 211,000 in 18 seconds. A non-bsc intravascular ultrasound imaging catheter was used to observe the target lesion but was unable to cross as it was noted that the rotawire was detached. A non bsc guide catheter and an unspecified 1.5mm balloon catheter were used for trapping the detached wire component. The detached wire was retrieved completely from the patients' body. No further patient complications were reported and the patients' status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device has the body broken near to the distal section at 321cm from the proximal section, the distal tip was not returned. The overall length and outer diameter of the distal tip could not be measured due to the device condition. The outer diameter of the middle and proximal section were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-06356. It was reported that rotawire detachment occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified right coronary artery. A 330cm rotawire and a 1.25mm rotalink plus were selected for use. During the procedure, a non-bsc guidewire were advance into the target lesion through a non-bsc microcatheter. The rotawire then replaced the non-bsc guidewire and a 1.25mm rotalink burr was introduced to treat the target lesion and ablation was performed 5 times with the 1st pass at 217,000 in 14 seconds; 2nd pass at 220,000 in 18 seconds; 3rd pass at 216,000 in 13 seconds; 4th pass at 213,000 in 16 seconds and the 5th pass at 211,000 in 18 seconds. A non-bsc intravascular ultrasound imaging catheter was used to observe the target lesion but was unable to cross as it was noted that the rotawire was detached. A non bsc guide catheter and an unspecified 1.5mm balloon catheter were used for trapping the detached wire component. The detached wire was retrieved completely from the patients' body. No further patient complications were reported and the patients' status is good.